Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer was unable to install the single-port (sp) monopolar curved scissors (mcs) tip accessory because sp mcs instrument distal tip was damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue occurred before the patient entered operating room. The surgical technician was trying to assemble the scissor tip onto the robotic instrument and realized it would not go on due to the damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 0.82 mm x 1.43mm in size. Additionally, the instrument was found to have a detached fragment. The detached fragment broke off from the instruments tube adapter. The detached fragment was not returned with the instrument. Also, the instrument was found to have scratch marks / abrasions on the instruments tube adapter. The scratch marks / abrasions were most likely caused during installation of the mcs tip.